Event description:
It was reported the bronchovideoscope exhibited no picture on scope when hooked up to the processor. There were no reports of patient harm.

Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.